Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level went up to 574 mg/dl. He bolused but insulin was not coming through the end of the line and his blood glucose level was running high. The customer felt like he did not want to do anything. The customer treated his blood glucose level with a manual injection. The device was not returned.